Event description:
A report was received on 27 jun 2022 from the home therapy nurse (htn) of a (B)(6) male with a do not resuscitate (dnr) order and medical history of multiple comorbidities including end stage renal disease, who stated the patient expired during a hemodialysis treatment on (B)(6) 2022. Additional information was received 28 jun 2022 and (B)(6) 2022 from the htn who stated the patient was halfway through the hemodialysis treatment when he began "not doing well" (nos). Emergency medical services (ems) performed unsuccessful cardiopulmonary resuscitation as dnr was not available. The patient was transported to the mortuary with cause of death not provided.

Manufacturer narrative:
The involved cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns that treatment should only be performed by a trained and qualified person who must respond promptly to harmful conditions during treatment.UDI: (B)(4).